Event description:
It was reported that prior to starting a da vinci s surgical procedure, the surgical staff reported seeing a wire sticking out of the mega suturecut needle driver instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation confirmed the alleged complaint of a wire sticking out. The instrument's grip cable was found to be frayed at the distal idler pulley. Frayed strands were observed to be sticking out at the instrument's wrist. Other cables at the wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.